Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. The pt's blood glucose results were 313 mg/dl, 218 mg/dl. Tests were done less than 10 mins apart with a difference of 32%. Pt did not experience any adverse events. No further info has been reported.